Event description:
For the last month and a half, the right implantable neurostimulator (ins) was turning off by itself. It turned off three times on (B) (6) 2009. There was no new technology or emi in the patient's home and there was no known accident or incident related to the event. It was noted that the patient fell frequently. The last time the patient went in to the neurologist, one of her implantable neurostimulators had been off for approximately 6 hours and the patient hadn't noticed it; it was unclear which ins had been off. The neurologist indicated that the battery was fine. The patient's husband said they can tell the ins was turning off because the patient noticed it right away. The healthcare professional reported that on interrogation it showed that in the last three weeks, there were six activations and a 100 hour difference between the two devices. Impedances looked good. The patient had not done anything different; she turned it off when in bed and when she was on the couch. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report number: 3004209178200904420.

Manufacturer narrative:
(B) (4).